Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
Details of product issue is unknown. However, these details were provided about what happened to the patient or product(s) relevant to this event: no flexibility of the dm inside the aorta thus not being able to access the ostium of the renal artery. Need for a different choice of intervention protocol for the patient to be reprogrammed. Reported alleged event has not been resolved. Future treatment for patient is planned, but type of treatment is unknown. It is unknown if there are any patient symptoms or complications associated with this event. Clinical outcome - intervention. Submission for administrative purposes.

Manufacturer narrative:
The following sections were updated in follow-up 1. B4, g3, g6, h2, h6, h10. The device was used in treatment and not returned for analysis. There was no performance related failure reported by the user. No further investigation is required. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. Based on the investigation, a CAPA is not required as there was no issue reported for the device performance or quality. The event will be re-evaluated if additional information becomes available. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.